Event description:
It was reported that inappropriate mode switch was observed on the device due to oversensing of the internal impedance measurement. Abbott technical support was contacted and recommended reprogramming, which was anticipated to resolve the event. The patient was stable and there were no adverse consequences.